Manufacturer narrative:
The explanted products were expected to be returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) exhibited noise on the rv channel that was oversensed, resulting in nonsustained ventricular tachycardia (vt) episodes. No inappropriate shocks or inhibited pacing occurred. It was reported the pacing impedance measurements were high, out-of-range and the physician suspected a lead fracture, most likely as a result of subclavian crush. The device and lead were explanted without complication and a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.